Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the pump was replaced because it just stopped at the 6-year mark without warning. The reporter started hearing an alarm 8 days before the pump was explanted. The pump was refilled 4 weeks before explant, but the battery was not tested at that time. The reporter asked about the battery longevity of the pump. It was later reported that the patient didn¿t have any concerns with the device or therapy. No patient symptom or outcome was reported. The pump delivered baclofen. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. It was reported that the patient's pump once "failed and had to be replaced." It was noted to have happened several years ago and when prompted if it was in 2014 (to coincide with the patient's pump replacement history), the patient said "yes, it could have been." It had failed without notice and just stopped working. The patient said he "went through hell." He had "violent itching, extreme spasticity overnight, like he was in a knot." He noted the pump "didn't last long" and failed before it reached the elective replacement indicator. No further complications were reported.